Event description:
A user reported that their pump screen was dark and wouldn't turn on, indicating a malfunction with the device. There was no reported impact to the customer's blood glucose level at the time of the event. To resolve the issue, technical support instructed the user to attempt various troubleshooting steps. After these attempts were unsuccessful, the pump was replaced under warranty. Although the customer was informed about the replacement process, they chose not to disclose what backup therapy they would use. Technical support ensured that storage mode instructions were provided, verified the shipping address, and instructed the customer to return the problematic pump using a pre-paid label and return box.